Manufacturer narrative:
An (B)(6) hospital representative reported that the t2sars-cov-2 panel (eua) reported a negative result on t2dx instrument isa3919000201. A second collection of the same patient reported a sars-cov-2 positive result on the cepheid genexpert system. Diagnostic report files were evaluated for run ID: 0b1c8cb6-3d8a-449d-9267-eb833b4c4bfe associated with the false negative result. No malfunction in the run was observed. The cepheid genexpert assay is more sensitive in sars-cov-2 detection than the t2sars-cov-2 panel and likely the cause for discrepant results.

Event description:
On (B)(6) 2021, an (B)(6) hospital representative reported that the t2sars-cov-2 panel reported a negative result. A second collection of the same patient reported a sars-cov-2 positive result on the cepheid genexpert system.